Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter on the bd¿ syringe with bd luer-lok¿ tip in the sealed packaging. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that there was foreign matter on the bd syringe with bd luer-lok tip in the sealed packaging. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Bd received a 60ml syringe from lot 8086667 for evaluation. Our quality engineer visually inspected the returned unit and verified the reported defect. Embedded foreign matter can occur during the startup of the injection process. Degraded resin can build up in the barrel and hot-runner system of the mold and press. This resin can break loose and become molded into the components. This appeared to have been an isolated incident as it was the first reported case of foreign matter associated with this lot. Therefore, no corrective actions were determined to be necessary at this time. A review of the device history record was performed and found no related quality defects. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.